Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the fantail region was sliced prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken electrode wires at the fantail and epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient presented with decreased performance. The recipient's device was explanted. The recipient will be reimplanted with another cochlear device.